Event description:
During the organ recovery process on a (B)(6)/f, it was noticed that there was a foul odor coming from the preservation solution used during the recovery process. The lungs had been recovered and were already transplanted when this was discovered. The preservation solution was sent for gram stain and cultures, and initial reports from the gram stain indicated many gram positive cocci, many gram negative rods, moderate gram positive rods. At that time, the transplant of the liver, kidney, and kidney/pancreas was stopped. The lungs were flushed with a different preservation solution and had already been transplanted. The lung team was notified of the gram stain results, and the abdominal organs were discarded. Dose or amount: 1000 ml millilitre(s), 2000 ml millilitre(s), route: intravenous. Therapy dates: (B)(6) 2016, diagnosis or reason for use: organ recovery.